Event description:
A patient received immunoglobulin (IV ig) in one liter of solution under the care of a home infusion nurse (rn) in mid-november 2001. It was their ninth infusion of IV ig. Administration was by gravity drip and the administration set may have been included in the IV ig kit, reportedly gammagard s/d brand. The dose was administered over 2 hours versus the intended 6.5 hours. During the infusion the patient complained of left arm numbness and coldness and the spouse alerted the rn to assess the patient. Approximately 7 hours later, the patient reported that their left side was not working. They were hospitalized for 9 days and underwent MRI, mra and CT scans, confirming a stroke on the right side of the brain. Patient's left side is now about 75% of their baseline. They suffer from headaches, mood swings, and neurological deficts secondary to the stroke. The patient's spouse reported the neurologist confirmed IV ig as the cause of the patient's stroke. No further information is available.